Event description:
It was reported that the patient was no longer feeling pain relief and stimulation was not in the right areas. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred over 4 months ago from date manufacturer was made aware.